Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Two products were received, each unit returned appears assembled correctly. Unit has no physical markings or damage noted. Reported problem was confirmed the root cause of the reported issue was found to be leaking in the sub assembly portion manufactured in the facility. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that no pressure build-up was possible. No patient injury was reported.